Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there was foreign matter on the tube. The following information was provided by the initial reporter, translated from japanese: this report is about fm. Foreign matter like a white dot was on the blood collection tube.

Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter-spots with the incident lot was not observed. A white dot can be seen in the photos, which appears to be the silica spray. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter-spots as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.